Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, priming test, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. There was no motor error alarm on the insulin pump. The device was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near the display window corners, cracks on the display window and severely scratched display window. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer was attempting to fill tubing and received motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.